Manufacturer narrative:
Received customer pictures. Received 1 pc 450230/b17043dm for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint, picture and sample to our affiliated headquarters in austria from which we receive the components of the product. According to their investigation and comments, after visual inspection of the returned customer sample, they can confirm that the shield is broken at the hinge. Production documentation of the concerned batch of component was reviewed, no deviations during production were observed. No irregularities were detected during ipc. Production equipment and periphery was inspected regarding the claimed error. No defective or deformed products were found. Nevertheless, in-process-controls were increased (reported issue could not be confirmed), inventory was checked regarding reported issue (no irregularities detected) and production staff informed about the complaint to increase awareness regarding the reported issue. Additional investigation was performed on the assembly machine for this product, which went through a thorough maintenance review. There was no indication of failures during the inspection. Based on the investigations above, this cannot be attributed to a product malfunction.

Event description:
Customer states the hub is broken at the hinge. The phlebotomist screwed in the needle to the hub and noticed that the claspe was broken. She discontinued use immediately and put together a new device.